Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl 12.6, -09.5 diopter, implantable collamer lens tore during loading. No patient injury. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.